Manufacturer narrative:
Initial reporter local telephone number and address: (B)(6). This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed ) (B)(6) results while using the architect anti-hcv assay. The customer provided data for 2 patients: (B)(6) 2016: sid (B)(6) : (B)(6). This result was questioned because the patient has a history of being reactive. The specimen was retested using the roche method and was reactive. The specimen was retested on (B)(6) 2016 using the architect assay and (B)(6) results were generated: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Only 1 patient was impacted. The text had incorrectly indicated 2 patients. Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. A sensitivity testing protocol was executed using lot 64216li00. Testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect anti-hcv reagent list number 06c37, lot number 64216li00, was identified.

Event description:
The data provided by the customer was for 1 patient not 2 as previously reported.